Event description:
It was reported that the patient experienced pain located at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg pocket was moved. Therapy was restored to the patient post-operatively.